Manufacturer narrative:
On july 31, 2020, the product investigation was completed. It was reported that a patient underwent a right sided idiopathic ventricular tachycardia (r-idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping, the patient complained of chest pain. An ultrasound was done, and cardiac tamponade was confirmed. Pericardiocentesis was performed to drain approximately 110cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. It is unknown if extended hospitalization was required. The physician believed that either mapping with the stsf catheter on the placement of the catheter in the coronary sinus (cs) have contributed to the causality of the adverse event. Device evaluation details: the device was visually inspected, and it was found in good conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30332050m number, and no internal action was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a right sided idiopathic ventricular tachycardia (r-idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping, the patient complained of chest pain. An ultrasound was done, and cardiac tamponade was confirmed. Pericardiocentesis was performed to drain approximately 110cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. It is unknown if extended hospitalization was required. The physician believed that either mapping with the stsf catheter on the placement of the catheter in the coronary sinus (cs) have contributed to the causality of the adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available